Event description:
Blistering noted under dressing 5 days after placement of the dressing. Long term outcome unknown. "Wound" cleaned and h2o2 and betadine. No antibiotics given. Dressing replaced with "traditional dressing."